Event description:
An impella cp device was inserted into the right femoral artery in a 56-year-old female patient presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was hemolysis. Pump was repositioned and hemolysis resolved. Four days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 3.4l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
B5. Event description. Additional clinical narrative added. H6. Health effect - impact code added.

Manufacturer narrative:
Corrected information were provided in b2, d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information were provided in d4. Upon review, the serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 56-year-old female patient presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was hemolysis. It is unknown how the hemolysis was treated. Four days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 3.4l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.